Manufacturer narrative:
Approximate age of device ¿ 29 days. The pump remains implanted supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for administration of IV anti-coagulation due to lactate dehydrogenase (ldh) being more than double the baseline level. A log file submitted to the manufacturer's technical services team for analysis noted transient elevation in pump power and estimated pump flow. Treatment with heparin was initiated and the patient's ldh level was trending downward. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevation in ldh cannot be conclusively determined that the patient was admitted for more than double baseline ldh and was placed on heparin gtt IV anticoagulation. A log file from the time of the event was which captured several slight elevations in pump power as high as 8.0 watts and elevations in calculated flow as high as 9.8 lpm. Specific causes for the changes in pump parameters cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii instruction for use (IFU) lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 of the IFU, entitled ¿patient care and management¿ outlines the use of anticoagulation therapies and recommended inr levels. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Power changes are also addressed in the heartmate ii operating manual. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.